Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. It was noted that this product was manufactured (B)(6) 2012.

Manufacturer narrative:
(B)(4). Reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised to address recurrent left hip prosthesis dislocation, medical records indicated that on (B)(6) 2016, the patient visited the hospital due to the left hip pain. The operative note indicated that the polyethylene liner was broken on the anterior wall, with avulsion of the retention ring. X-ray findings showed total left hip prosthesis dislocation with the femoral head in the supra-acetabular site. The removed retentive polyethylene liner was re-inserted and replaced the head with another identical one 28+8.5. Doi: (B)(6) 2015 - dor: (B)(6) 2016 (left hip). This pc is for the third revision of the left hip. See (B)(4) for the first revision. See (B)(4) for the second revision.